Manufacturer narrative:
B4 - corrected to 06-oct-2019 in initial MDR .g4 - corrected to 06-oct-2019 in intial MDR claim#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens into patient's right eye (od) on (B)(6) 2019. Per reporter, patient "having progressively edematous corneas." Surgeon "thinks vault may be near 1000 but difficult to tell through cornea, but very certain there is no inflammatory cells (i.e. As in tass or endophthalmitis) through small window of clarity near incision. Reportedly surgeon "stated surgery very smooth and uneventful." The surgeon notes this is his first time using time nuvisc (by bvi, higher weight cohesive sodium ha). "Iop was 16 and 17, moving up to 26 with increasingly edematous corneas." Intraocular moxifloxacin was used. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.